Event description:
The unit was dropped and needs cosmetic repairs and calibration. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however it was noted that the battery flex was contaminated and the battery drawer was broken. It was also noted that the upper case, lower case, two side bail covers and ring cover were broken, the battery release and lead flex cover were contaminated and two side bails and the ring were missing.